Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, it was explanted and successfully replaced. Other than procedure, no adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific, since was retained by the explanting hospital.